Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) implant procedure was "very painful" and that the patient was "bleeding like a gunshot wound." The patient came back to the hospital and received five stitches. The device remains in use. No further patient complications have been reported as a result of this event.